Manufacturer narrative:
4 pericarditis events were reported in the current reporting period. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. However, risk assessment was completed for the reported incidents (B)(4) subjects experienced pericarditis since the beginning of the registry. The adverse events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies. No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time. D4. Primary UDI number: the UDI number is not known as the part and lot number were not provided. D6a - implant date: the earliest implant date was used. This report is for quarter 2 timeframe between (B)(6) 2025.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 4 pericarditis adverse events which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - (B)(4). The data received indicated that the procedure date range was between (B)(6) 2023. Patients¿ mean age is 71 years, ranging from 66 - 78 years. 50% of the patients were male, 50% of the patients were female. This report is for quarter 2 timeframe between (B)(6) 2025. As of 04 april 2025, (B)(4) patients were treated with the amulet device.